Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number, the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the united arab emirates as follows: it was reported that the drill bit broke after attaching the drill bit to the power tool and before drilling the patient's bone. All fragments were retrieved and the procedure was completed with another drill bit. There was a ten minute delay due to the reported event; however there was no patient harm. The patient's postoperative condition was reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the drill bit was broken off as complained. Since the exact lot number is not known the present drill bit cannot be fully analyzed. The article number appears with 5 digits which indicate that the article is quite old. Unfortunately we are not able to determine the exact cause which has led to this breakage because no further information has made been available. The device history record could not be reviewed as the lot number is unknown. Since this instrument is quit old this complaint is considered as normal wear and tear after use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date on follow up medwatch reported as (B)(6) 2016; it should have been (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.